Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was concerned the device was migrating towards the underarm region. From a subsequent examination, it was determined that the device had underwent lateral within-pocket migration to the axilla, but that the device is stable in its new position. The device remains in use, with no intervention scheduled or needed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.